Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligature procedure, performed on february 11, 2025, for the treatment of internal hemorrhoids. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e (initial reporter's address, city and zip/post code): information updated based on the additional information received on march 6, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligature procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e (initial reporter's address, city and zip/post code): information updated based on the additional information received on march 6, 2025. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned without bands attached to it. The teeth were found in good condition, and the handle had marks of the trip wire being secured. The reported event of bands failure to deploy was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligature procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.